Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the manufacturing representative saw an end of service (eos)/end of life (eol) message. The reporter stated they were called to turn off the patient¿s implantable neurostimulator (ins) for a brain MRI and when their interrogated the ins they saw the eos message and that the ins was off. It was noted the patient last felt stimulation a few months ago. It was further noted the ins voltage was at 2.410 volts. The reporter stated they tested impedance and electrode pairs 0-7 all read >10,000 and the other lead 8-15 was normal. It was noted that no shorts were detected on the impedance test. It was further noted that the MRI was unrelated to the patient¿s implant and therapy. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was receiving a new implantable neurostimulator (ins) on the day of the report. It was noted that the manufacturing representative read the impedances prior to the procedure and all contacts on the 0-7 lead showed as greater than 40 ,000 ohms with all combinations and most of the contacts on the 8-15 lead showed 10,851 ohms with all combinations. It was unknown how long the impedances had been high or out of range. It was noted that the issue was unresolved at the time of the report.

Event description:
Additional information received reported that the implantable neurostimulator (ins) was replaced due to depletion. It was noted that the impedances were still high after the procedure. It was noted that the cause of the issue was not determined. It was noted that the leads were replaced. It was further noted that the patient was doing great and the system was working great as well. Additional information received reported that the depletion was normal. It was noted that after the leads and battery were replaced, the impedances were all in normal range.